Manufacturer narrative:
This event was originally submitted on manufacturing report # 1822565-2013-1846. This report will be amended when our investigation is complete.

Event description:
It is reported that the liner could not be inserted into the cup due tot he locking ring interfering. A new cup was opened, and the ring was put in the implanted shell.